Event description:
It was reported that a ventricular high rate episode was observed via remote transmission which appeared to be triggered by noise. In addition, oversensing and high thresholds were exhibited with the right ventricular (rv) lead. The rv lead was replaced, however the physician placed the old rv lead into the device's left ventricular (lv) lead port, and it is now being used as the lv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).